Event description:
As the patient was being transferred from the wheelchair to the bed, the foot rest on the wheelchair fell. The patient's leg/foot caught on the fallen foot rest, patient examination revealed an abrasion and discoloration on her right leg and subsequent x-rays revealed a fracture of the right tibia and fibula. Evaluation of the wheelchair revealed a loose connection on the foot rest.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: mechanical problem, telemetry failure, none or unknown. Conclusion: device failure occurred but not related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.